Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
The irrigation failure occurred during ultrasound.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an irrigation failure of the cassette and they observed a "trace" bend in the cassette tubing during a cataract procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed. This is the third complaint for the finished goods lot and the first complaint for this issue for this lot. The device history record shows the product was released per specifications. A wet cassette was returned and visually inspected; no obvious defects were detected. A calibrated console representing the current software version was used to test the sample. The cassette primed and tuned with the ultrasonic handpiece successfully and reached max vacuum at 719 millimeters of mercury (mmhg). No message code, no fluid or air leaks, and no cracks on the luers were found. The irrigation and aspiration flow rates and the irrigation free flow were all within specification. Fluid flowed from the balanced sale solution (bss) bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion was found in all manifolds. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).